Event description:
A physician stated the patient was burned during surgery.

Manufacturer narrative:
(B)(4). Carefusion medical device complaints were previously managed by cardinal health under a transitional service agreement from (B)(6) 2009 to (B)(6) 2011. In retrospective review by carefusion representatives it was determined that this even necessitates submission as an MDR in adherence with 21 code of federal regulation part 803. Four instruments were received for evaluation. The lot code indicates one is from (B)(6) 2008 and the other 3 are from (B)(6) 2010 date of manufacture. Upon inspection, it was noted that the coating was peeling from 1 pc but not from the other 3 pcs. Labeling on delivered device included sticker "inspect insulation prior to each use". A device history review was conducted with no issues noted. A historical complaint review was also conducted and a corrective and preventive action was completed in (B)(6) 2010, to improve the kynar coating application to the bipolar forceps. Product produced after (B)(6) 2010 are supplied with improved method of kynar coating application to eliminate defect of peeling coating.